Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "autogenous impaction grafting in total hip arthroplasty with developmental dysplasia of the hip" written by huiwu li md, phd, liao wang md, phd, kerong dai md, and zhenan zhu md, phd published by the journal of arthroplasty 28 (2013) 637-643 accepted by publisher 2 july 2012 was reviewed. The article's purpose was to analyze midterm results of patients diagnosed with developmental dysplasia of the hip who received acetabular reconstruction utilizing tha. Data was compiled from 68 patients (78 hips; 63 women, 5 men) with follow up range of 4-7 years. Depuy and non depuy products were implanted. The article does not identify which specific products were associated with the adverse events. The article does not provide adequate information to determine accurate quantities. Depuy products utilized: duraloc cups, bearing couple metal-on-poly and ceramic-on-ceramic, femoral head, uncemented stems adverse events: dislocation 3 months after implantation caused by patient squatting (treated by open reduction) leg length discrepancy greater than 1.5 cm (no impact on function) heterotopic ossification (no impact on function) misposition cups (inclination range 38-58 degrees by radiographic detection without indication of intervention).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.